Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 20 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "ett [endotracheal tube] connector popped off from patient with rt [respiratory therapist] in room luckily. No adverse effects noted or documented. However they did try going to a larger size adapter from another tube and it would not work. The intensivist found some super glue somewhere and applied it. The tube is still functioning with the glue." No patient injury reported.